Event description:
Patient was ordered to receive 8u regular insulin IV for hyperkalemia. Nurse was drawing insulin out of the standard 10ml vial using a tb syringe and erroneously drew and administered 8ml (800u) of insulin to the patient. A smaller vial of insulin would have reduced the amount of insulin the nurse would have been able to draw.